Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: dsj-2016-03. Clinical adverse event received for low grade infect of the left knee event is serious and is considered moderate. Event is possibly related to device and is possibly related to procedure. Date of implantation: (B)(6) 2019. Date of event (onset): (B)(6) 2021. (Left knee). Treatment: irrigation & debridement with revision insert exchange on (B)(6) 2021. Revision was completed on (B)(6) 2021 as treatment for the worsening of the original infection. Clinical database specifies femoral stem, tibial insert, tibial base, tibial stem, and tibial sleeve were removed. All the primary implants will be coded for infection. The newly revised insert will not be coded as infection as it is not likely to have contributed to the original infection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot DHR review for product code - 150400107 / lot - 9030632. 1) quantity manufactured:12 2) date of manufacture: 01/19/2019. 3) any anomalies or deviations identified in DHR: no anamolies found 4) expiry date: 31/12/2028. 5) IFU reference: (B)(4).